Event description:
It was reported the patient hit their head which caused trauma to the implant site and locking cap. An infection (candida parapsilosis/staphylococcus aureus) resulted because of the trauma. The device was explanted and the patient recovered without sequela. There was no patient injury and no patient death.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0grv2, product type: lead. Product ID: neu_stimloc_acc, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_stimloc_acc, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies.